Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The serial number was not provided. The lens remains implanted. However, there is a planned explant on (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient's distance vision was 20/70 and the near vision was 20/30. In addition, the patient's post-operative refraction results were -0.75 x -1.25 x 025 with a corrected distance vision of 20/25-2. Reportedly, the doctor repeated a manual keratometry, topography, and iol master measurement and the patient's k readings were significantly different from the pre-operative measurements done and show enough astigmatism for a symfony toric od. Therefore, the patient is going to proceed with an iol exchange scheduled for (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.